Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the third fire of a sureform 45 blue reload was incomplete, requiring intervention. The first two firings of the sureform 45 stapler instrument with a blue reload were complete with no errors or complications. There were no errors or complications during the third firing sequence with a blue reload. However, no staples were formed. Suture was applied to the incomplete staple line to repair the defect. A new sureform 45 stapler instrument was opened and used without complication for the remainder of the procedure. The procedure was completed robotically. Intuitive surgical, inc. (Isi) has attempted to obtain additional information; however, as of the date of this report, no further details have been received.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. Intuitive surgical, inc (isi) did not receive a da vinci product to perform failure analysis. A review of the logs for the stapler associated with this event has been performed. The following additional information was provided: logs show sureform 45 stapler (part number 480445-06), (lot number) l16250227-0335, was used first and it was installed on the system 5 times and fired 4 reloads (3 green, followed by 1 blue). There were no incomplete clamps or unclamps by this instrument. On install 1, a green reload was installed, however no clamping or firing was attempted. On installs 2-5, the firings were all completed with no pauses for compression. The instrument was then removed and not used in the procedure again. Next, logs show sureform 45 stapler (part number 480445-04, lot number k10250116-0131), was installed on the system 7 times and fired 5 blue reloads. There were no incomplete clamps or unclamps by this instrument. On installs 1 and 4, a blue reload was installed, however no clamping or firing was attempted. On installs 2, 3, and 5-7, the firings were all completed with no pauses for compression. The instrument was then removed and not used in the procedure again. There were no stapler related errors in the logs.